Event description:
It was observed that during the device evaluation, the subject device exhibited minor stains under the cover glass and minor scratches on distal edge. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus and the evaluation found minor stains under the cover glass and minor scratches on distal edge. Based on the results of the investigation, the reportable findings were confirmed due to friction, deformation and inappropriate material problems identified. The most probable cause of the complaint is traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.